Manufacturer narrative:
Batch review performed on 01 february 2021: lot 1902461: (B)(4) items manufactured and released on 02-oct-2019. Expiration date: 2024-09-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient had primary knee surgery on (B)(6) 2020. Then, on (B)(6) 2020, the liner was revised following an infection. Presently, on (B)(6) 2021 (4 months after previous surgery), the patient cam in reporting pain and instability due to a loose tibial component. The cause of the loose tibial component is unknown. The surgeon revised the insert and tibial tray, as well as added augments and extension stems. The surgery was completed successfully.